Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. As a result, the customer experienced a ¿high¿ blood glucose (bg) value (specific bg value was not provided). Reportedly, a supply change was performed to address the issue. Customer gave a correction bolus to address the high bg and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.